Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer's current blood glucose 232 mg/dl. The customer stated she has a low blood glucose today at a restaurant and took 30 minutes to get back together. Customer stated the insulin pump dropped and hit floor this morning and need to make sure pump is still in operating conditions. The insulin pump passed the self-test and displacement test. Customer reports the drive support cap appears normal. Advised to monitor pump and blood glucose, suggested to call health care professional to discuss possible causes of low blood glucose. The insulin pump was not returned for analysis.